Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head will not stay on shaft / falls off while it is still in mouth [device breakage] no adverse event [no adverse event] case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that the oral-b brushhead, version unknown would not stay on the shaft of his/her oral-b rechargeable toothbrush, version unknown; he/she noted that it fell off while still in his/her mouth. The consumer stated that he/she had tried other brush heads, and they did the same thing. No symptoms developed.